Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range shock impedance measurement. Additionally, there was loss of capture observed. Upon review the physician was unable to see the out of range value within the remote monitoring systems data. Boston scientific technical services (ts) discussed and recommended troubleshooting efforts. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.